Event description:
The customer reported that it was difficult to make parameter changes on the screen. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the parameter changes were difficult to make during set up. The customer tried calibrating the touchscreen, but the problem persisted. It was reported that the device does not have a nav-ring on the front bezel. The customer reported having replaced the touchscreen to resolve the issue. The device was returned to service.